Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced video processor (vp) to resolve the error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and found to have error fault. Error was found in the logs and confirmed the failure occurred in the field. During visual inspection, the unit came back with a dirty air filter and bezel. The vp was installed onto the golden system and upon opening laptop apps it was seen that video camera interface (vci) 2 node on the dual window appliance (dwa) board was not present. The root cause of the failure is attributed to dwa board.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report an error on the system. The staff had already performed multiple power cycles, but issue persisted. The tse reviewed the logs and confirmed issue was pointing to video processor (vp). The tse also had caller make sure that all power switches were in the on position. The customer verified blue led lights from vp. The tse had staff confirm cable connections on the back of vision side cart (vsc) between endoscope controller (ec), vp, core, as well as performing a hard power cycle, but issue remained. The tse verified vp was connected to fiber port 1 per logs. The procedure was converted to laparoscopic with no reported injury.